Event description:
A journal article was received: surgical oncology and reconstruction: matrixmandible preformed reconstruction plates - a two year two institution experience in 71 pts reported: a study was conducted for 71 subjects with indication for a load bearing osteonecrosis of the mandible. Indications for the plate were defects due to tumor, trauma or osteonecrosis. The mean age was (B)(6) years including 43 men with matrix mandible plates placed in 70 of 71 pts. The follow up period ranged from 3 to 26 months. Conclusions of study: results of study suggest the use of matrixmandible plates coincides with a reduced operative time and minimized risk of fatigue fractures. Pt #(B)(6) experienced plate and screw loosening with exposure 11 months post operatively. The plate was removed followed by local wound care; the plate could be removed due to revascularized scapular bone. It was noted plate and screw loosening was related to scleroderma with severe soft tissue fibrosis and skin contraction in the lower face and neck. Pt also had history of mandibular body fracture, unresponsive to conventional treatment with osteosynthesis hardware and resulting in a long standing non-union. At 11 months post op the bendable portion of the plate had become exposed. This is 1 of 2 reports.

Manufacturer narrative:
E: et.a: gerson mast, md, dds, michael ermer, md, dds, ralf gutwald, md, dds, rainer schmelzeisen, md, dds, christoph pautke, md, dds, sven otto, md, dds, sebastioan schiel, md, dds, michael ehrenfield md, dds, carl-peter cornelius, md, dds and marc christian metzger, md, dds. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.